Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll on 03/30/2016 to report that a patient reported that the lifevest was rubbing against her surgical incision, causing great discomfort. The patient reported that the incision looked infected. There is no indication that the patient received medical intervention. The patient ended use of the lifevest. The medical outcome of the irritation is unknown.